Event description:
It was reported that the patient experienced a shocking/jolting sensation which started sometime in (B)(6) 2012. Some impedances were over normal range for this device. This was affecting necessary right side lead. There were no falls, trauma or medical procedures reported. Reprogramming around the suspect electrodes was not attempted since patient was tired of getting the shocking. Additional information received reported that the patient was put into 4 positions and impedances were performed. Each position change created a higher than normal reading at a different contact. An appointment with the patient's implanting neurosurgeon was scheduled to determine the next course of action. It was decided to revise the implant. A revision procedure was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# v710724016, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37081, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
Additional information received from the hcp reported that the patient experienced successful relief of chronic pain until a malfunction two weeks prior to the revision date ((B)(6) 2012). The patient did not require hospitalization, and was discharged to home after completion of the revision.

Manufacturer narrative:
Analysis of the stim lead found body/conductor broken within 10 centimeters of the connector area. Analysis of both lead extensions ((B)(4)) found body cut through and product segmented but no significant anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported indicated that pre-op impedances for contact (B)(6) were all >10k and 0-7 were "good (800-1100 ohms)." Intra-op, testing on extensions produced identical results. However, testing on lead directly resulted in >10k on all contacts, 0-15. Another multi-lead trialing cable was used with the same results. A lead replacement occurred on (B)(6) 2012. The new lead connected directly to the implantable neurostimulator without an extension. Following the replacement, the patient had received increased coverage of his back and was very happy with the result. It was noted that the patient's explanted lead was found to have open contacts. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.